Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was under the direct impression that it should increase comfort level in terms of bladder issues. They noted that they have urinary issues and they don't have full stream power. The patient continued and tried multiple programs last year and would see 2 hours of effectiveness at the very best, but then it dissipates. Now, they are maybe 1.25 hours. The patient noted that it's not reducing comfort level which means they are not comfortable going places like to the airport; when they have to go they wet their pants because they don't have control. Patient said it is not working period. They continued and said they spoke to their healthcare provider (hcp) about their concerns regarding the drive to the airport and thinks they were prematurely implanted because they are not having the quality of life they expected based on the manufacturing company's marketing. The patient continued and noted they had success for maybe the first 10 hours in the trial and the hcp decided that was enough to implant. The consumer noted that they spoke to a manufacture representative (rep) who said there are more programs to try, but they've tried all eight and none of them are working well for them. The hcp is further suggesting follow up every 3 months, but the patient wants to see them more frequently and noted that they won't listen to them and notes it will take awhile. As a result of what was reported, the patient was redirected to their hcp to discuss concerns and ongoing therapy expectations. The patient lastly noted that they have an appointment later on (B)(6) 2020. No further patient complications have been reported as a result of this event.